Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to a parity error that occurred. The device¿s internal ram was tested and was normal. The reset was unable to be reproduced through environmental stress testing and the cause of the parity error remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to procedure of an initial implant the device was found to be in back up vvi mode. The device was unable to be interrogated to retrieve a backup status report. The device was not used for the implant procedure. A new device was implanted without any adverse event. Patient was stable before, during and after procedure and will continue to be monitored.